Event description:
The hoop snare was broken and detached without any resistance, when the snare was opened to try to hold the guidewire hoop. The broken hoop snare was removed with another snare.

Manufacturer narrative:
This complaint is confirmed and will be reopened as supplier related. Returned for evaluation was one disposable grasping snare. Upon receipt at bas, the hooped snare had detached from its metal locking crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. A chr of lot # hure2821 showed no other product complaints from this lot number.